Manufacturer narrative:
The prograsp forceps instrument used during this event was not received for failure analysis investigations. The video received for this event was reviewed. A prograsp on universal surgical manipulator (usm) 4 is inserted through the cannula, there is no direct visualization of the cannula until tissue has already made contact with the cannula tip. We instruct users to have a surgical view of the cannula where an instrument is coming in, and to follow the instrument tip the entire way to the working area. Proper patient positioning or adjusting the angle of the cannula and usm prior to instrument insertion would likely avoid this scenario. In this case, smoke evacuation is being used. If attached to the usm 4 cannula, the smoke evacuation would increase the likelihood of tissue being "sucked" into the cannula. The team has the option to stop or reduce smoke evacuation until all instruments are inserted. The prograsp, with some tissue caught in its jaws, is inserted and retracted through the end of the cannula multiple times. A laparoscopic grasper is brought in through a robotic cannula to remove the tissue from the prograsp jaws. The prograsp is then inserted under direct visualization to the surgical workspace.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument entrapped tissue. It was reported the patient's omentum got sucked up into a cannula. The patient is reported to have a higher bmi. This event occurred while the smoke evacuator was hooked up to the cannula and on. Attempts were made to shake the universal surgical manipulator (usm) in order to release the tissue from the cannula. However, it was unsuccessful, so the prograsp instrument was slowly inserted into the cannula. When the instrument was inserted into the cannula, it spun, opened, and closed. With the omentum being in the cannula, a portion of the tissue got caught in the jaws of the instrument. In order to remove the tissue from the jaws of the prograsp, the surgeon used a laparoscopic handheld maryland grasper instrument. The omentum released from the jaws of the instrument easily, no bleeding occurred. The procedure was completed as planned. While on the phone with the customer, the technical service engineer (tse) confirmed with the operating room staff that the instrument homing (quick spin and open/close of instrument tip) inside the cannula is normal and expected behavior. However, having tissue inside the cannula while an instrument is being inserted is unusual, so it was recommended the cannula tip be observed prior to inserting an instrument. This is to verify there is no tissue inside the cannula at time of instrument initialization and prevent tissue from being grabbed during instrument initialization. There were no system issues related as this is normal operations of instrument initialization. The customer was able to correct the reported issue and will ensure tissue is not pressed against the cannula tip prior to inserting instruments.